Manufacturer narrative:
Instrument was returned to MFR for analysis. Error log was retrieved indicating error codes 19 and 43. Error code 19 is an illegal powerdown. Error code 43 is failure of cyclical redundancy check of non-critical nvram data at power up. Error code 43 is always logged if an error code 19 occurs. There are no additional error codes associated with a watchdog event in this instrument. Therefore the most probable cause for the error code 19 is battery depletion. Engineering inspected the interior of the unit, verifying that all grounds were clean and secrure. Mfg operated the unit for several hours in both the ac and dc modes with no deviation from expected behavior. We were abel to confirm the unit went through improper power down, most likely due to battery depletion. Testing revealed no issues with battery capacity. When the unit was adequately powered we were unable to duplicate the complaint. The customer expressed concern that the behavior may have been due to an emi incident. Instrument is designed to meet the requirement of hew/FDA mds 201-0004 established for electrical field, magnetic field and transient susceptibility.

Event description:
A gemini pc-2 instrument was set up to infuse dopamine on channel a at 3 ml/hr and noradrenalin on channel b at 8 ml/hr. Between 7:00 pm and 8:00 pm on march 30, some titrating of channel b occurred, unit was operating correctly. Shortly after 8:00 pm nursing staff were alerted by alarms from the ECG monitor and the pt became hypotensive. Hospital observed the green light on the front of the pump, that normally flashes to indicate the pump is operating was on continuously. There were no audio or visual alarms, the rate and vtbi parameters had not changed. The keypad was non-responsive, they were unable to access either channel or to turn the instrument off. The pump was replaced with another instrument and the pt was successfully resuscitated. The pt expired the following day, hospital stated pump was not a contributing factor.